Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) & bilateral salpingo oophorectomy (bso) procedure, the surgeon attempted to clip a bleeding hypo gastric vessel. The clips were slipping off of the vessel and not allowing surgeon to obtain hemostasis. Another like device was used to complete the procedure.